Event description:
The valve on the introducer sheath was leaking significantly during the procedure. The patient did not require additional procedures to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blood loss is labeled in the IFU. Valve leaks are not specifically addressed in the IFU. Event evaluation: still under investigation.